Event description:
A malfunction alarm with malfunction code 9 was reported by the customer, and there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump but to contact support if the issue reappeared. The customer acknowledged and understood the guidance provided.